Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected must be available in order to determine the exact root cause of the failure. However, in the additional communication, it was communicated that the screwdriver was used with a non-stryker implant. This is an off-label use. The instructions for use clearly specifies: ¿do not use components of stryker product systems together with components from any other manufacturer unless specified otherwise in the operative technique.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during a metal removal surgery of a nail (no specification possible), a problem with a screwdriver was identified. The tip of the screwdriver has broken. Another competitor's set had to be opened to remove the screw. The patient was not affected."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "during a metal removal surgery of a nail (no specification possible), a problem with a screwdriver was identified. The tip of the screwdriver has broken. Another competitor's set had to be opened to remove the screw. The patient was not affected."